Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow up report once the investigation is completed.

Event description:
Following the information provided the left body side rail of the citadel bed was damaged by misuse. The photographic evidence revealed that the side rail was detached from its mounting points and it¿s plastic inner cover was unglued. The second issue does not influence on side rail operation. No patient was involved and no injury was reported.

Manufacturer narrative:
Arjo received a customer complaint regarding a citadel bed. Following the information provided the left body side rail of the citadel bed was damaged. The photographic evidence revealed that the side rail was detached from its mounting points and its plastic inner cover unglued. The second issue does not influence side rail operation. No patient was involved and no injury was reported. Based on the information received the citadel bed was repaired anf the faulty part was replaced. The device was functionally tested and operated correctly. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the side rail was detached from its mounting points). Furthermore, according to arjo service technician¿s assessment, the side rail damage could be a result of misuse. The instructions for use for citadel bed (830.238-en) includes cleaning and maintenance procedure that should be carried out between patients: ¿inspect all parts of the citadel patient therapy system for damage prior to returning to use. Contact arjo for service or replacement.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached from its mounting points. The bed was not used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to an allegation of safety side detachment.